Manufacturer narrative:
Not available for this device. The device was explanted and should be returned to med-el headquarters for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that this cochlear implant was explanted on (B)(6) 2014 on patient's request due to having been a non-user.